Event description:
Additional information was received verbally. The customer provided information that it did interrupt infusion by this issue. The user replaced with another pump and resolved it. There was no health injury to the patient.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the downstream occlusion (dso) seal had a bubble. A review of the event history log (ehl) identified error code 42224. During the functional testing was unable to duplicate the reported issue, pump passed all functional tests. The root cause of the issue was unable to be determined or found. The error code was cleared and performed preventative maintenance.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical pump presented with error code 42224. There was no patient injury. There were no reported adverse events.